Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2018-00120: screw.

Event description:
An aculoc 2 plate was being implanted. During the insertion of the locking screw in the proximal end of the plate, a secondary fracture was formed in the bone.